Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results when testing on her coaguchek xs meter with serial number (B)(4) compared to her doctor¿s coaguchek xs plus instrument. The customer received 2 error messages and then obtained a result of 1.5 inr on her meter at 7:36 a.m. The customer used a new finger for her third attempt to test when she received the result of 1.5 inr. The customer had an appointment at the doctor that morning and at 8:30 a.m. The result from the doctor¿s coaguchek xs plus meter was 2.1 inr. A new finger was used for the 2.1 inr result. The customer reported the result of 1.5 inr to the doctor. The doctor thought the result of 2.1 inr was correct. No treatment was received. The customer¿s therapeutic range is 2-3 inr. No adverse event occurred. The customer is stable, in good condition. The customer is not currently anemic but has been in the past. The customer is not on heparin or direct thrombin inhibitors. The customer has no antiphospholipid antibodies. The customer has had no changes to her coumadin dose and if they do change the dose, it's only by ½ a tablet. The customer is not taking any new medications, has had no diet changes, no illness and no bleeding symptoms. The customer has a small amount of normal bruising due to being on coumadin. The meter and test strips have been requested for investigation. Relevant retention test strips (lot 128043-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 hct: 48%. Donor #2 hct: 52%. Donor #1 with master lot: 2.6 inr. Donor #1 with customer's strip and meter: 2.6 inr. Donor #2 with master lot: 3.2 inr. Donor #2 with customer's strip and meter: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification.